Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display intermittently blanks out. The clinician was able to turn the device back on to resume patient care. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.